Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "signs of contracture," baker grade unknown and "solid nodule." The device remains implanted. This represents an unknown side.

Event description:
Patient reported "signs of contracture," baker grade unknown and "solid nodule." The device remains implanted. Patient feels the left side is "very hard....grade 2 or 3 encapsulation," discomfort when patient lies on back, folds, "lobulated visible contours," and cysts. The device remains implanted. This represents the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.1., d.2., d.4., g.5.